Event description:
The (B)(6) medicinal agency reported an incident with a pt wearing acuvue advance brand contact lenses to our affiliate in (B)(4). The incident was reported to the agency by hospital general (B)(4). A (B)(6) pt wearing acuvue advance presented to the hospital with a corneal ulcer in the right eye. The pt was treated with tobrex eye drops, exocin eye drops and "epithelializing eye cream" during 10 days. The pt was to rest from contact lens wear for 10 days. The pt returned to the hospital on (B)(6) 2011 with a recurrence of corneal ulcer in the same eye. The pt had resumed lens wear with the same product. The pt presented with superior infiltrates with an "initial septic aspect." The pt received treatment with voriconazol eye drops, cycloplegia, vigamox, reinforced tobramycin, reinforced cefazolin and clorhexidine for 18 days. The patient was on contact lens rest for one month and will not return to the same lens. Outcome includes long term treatment, ocular occlusion, and inability to work with computers.

Manufacturer narrative:
No product was received for evaluation. A device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No quality events associated with this lot. The lot history review indicated lot l001jmz was manufactured under normal conditions. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings. Device not returned. No evaluation will be performed. No conclusions can be drawn.